Manufacturer narrative:
Combination product: yes. After the successful procedure coronary angiography revealed total occlusion proximal to the previously implanted orsiro stent which was treated successfully with balloon angioplasty. The provided clinical information was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation no device deficiency or manufacturing related root cause could be identified. The treating physician commented that the reported occurrence is more likely due to drug dosage timing rather than device-related issues. Other des revealed the same phenomenon. After entering the cathlab, heparin was started, but due to preparation to the device time was very fast, so it is possible that the drug was not effective until des implantation.

Manufacturer narrative:
Combination product: yes.

Event description:
On (B)(6) 2021 patient admitted at the hospital with acute mi (isr in xience; lad prox). The isr was successfully treated with orsiro des, postoperative stenosis rate 25 percent, timi iii flow. Just before leaving the cathlab chest ischemic symptoms recurred. The subsequent imaging revealed a total occlusion proximal to the des. After successful poba patient was discharged. The physician commented that this event occurred more likely due to drug dosage timing rather than device related issue. Dapt was initiated on (B)(6) 2021.